Event description:
Medtronic received information that approximately four years following the implant of this bioprosthetic valve, the valve was explanted. A report was submitted directly to the FDA by the hospital and the hospital did not disclose any details. It is unknown if the valve is aortic or mitral. The legal department at the hospital did not allow the physician or hospital staff to give any details. Medtronic's sales representative was informed that medtronic can get information from the public report off the FDA website.

Manufacturer narrative:
Analysis: no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.